Manufacturer narrative:
Additional information: some symptoms persist (intermittent total body flushing hot /burning sensation particularly hands, feet), but the itching which was the most intense symptom and most distressing seems to be subsiding patient is generally much improved compared to early symptoms and when hospitalised. Still requires ice / cold compress to hands and feet occasionally and has to lie down for a period of 30-60 mins when flushing is severe. Remains on high-dose steroids (prednisolone) but that has been affecting diabetic control and required insulin to be added. Plan is for a tapered reducing dose of steroids and hope that the symptoms do not worsen / recur. Also remains on antihistamine medications. The treated leg did initially develop an erythematous reaction in the first week, at which point was admitted to hospital as also developed flushing and breathlessness. The leg now has settled completely, and the original venous symptoms of aching and flushing have resolved. Currently there seems to be no problem with the leg itself, but for when the generalised whole-body flushing occurs which affects legs, arms, chest, back. Face. Discussed also with the vascular surgeon who did have to remove vein/glue in one case a few years ago, but the situation was very different with the glue extruding through the skin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Patient is still in hospital. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat the great saphenous vein (gsv) using the venaseal closure system, one segment (from shin access area up to thigh) was treated. Local anesthesia was used. Some spasm and patient discomfort would not allow the catheter to advance to the junction area and so started treatment around 10cm from the saphenofemoral junction (sfj). The patient also had a perforator surgically disconnected in the ankle as there was some skin discoloration due to that. It was stated that there may have been a short segment of vein around the knee which was outside facia. The vein successfully closed. Post procedure, the patient presented at the hospital with low level phlebitis. The patient was initially treated for a suspected infection (cellulitis), then developed a full body rash and temperature spikes, leading to hospital admission the patient was treated with 40mg prednisolone (high dose steroids), antihistamines, and flucloxacillin. The vein was confirmed to be closed. No patient complications have been reported as a result of this event.